Manufacturer narrative:
Patient ID/initials and weight are unknown. Patient age/date of birth is unknown; year of birth reported as (B)(6). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in finland as follows: it was reported that a surgeon used on (B)(6) 2015 a proximal femoral nail anti-rotation (pfna) and a 2.5mm reaming rod for the treatment of a female patient with osteoporosis, born in (B)(6). In the beginning of the surgery, the surgeon started to drill with the drill bit when the reaming rod was cut. They measured that 18.5cm of the reaming rod/guide wire was left in the femur. The surgeon could still insert the pfna. The fracture of the patient was very shattered and that is the reason why the surgeon started with a long reaming rod instead of a short one. The surgery was not prolonged. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: manufacturing location: (B)(4). Manufacturing date: february 09, 2015. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was completed: the synream reaming rod is broken and does show the typical fretting marks that the device was used in a misaligned position. The device was sheared off indicating a long and excessive force effect. All indications point to the fact that a lateral mechanical overloading situation and misalignment during surgery caused the damage. The article is bent in the middle of the rod. It was not reported how this happened. The review of the device history records showed that there were no issues during the manufacturing of the product that would contribute to this complaint condition. No abnormal findings were identified. Because of the damages at the article it is not possible to perform a measurement of the rod. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the procedure was for a left side femur pertrochanteric fracture. During the pfna nail insertion, first the guide wire was placed and then during reaming of the femur along guide wire with a 17mm drill bit, the guide wire broke at the distal part and stayed in the patient¿s femur. Because fracture was very fragmented, the guide wire was arced a little bit. The operation continued normally; the event did not cause significant delay. The operation was completed without further problems.